Manufacturer narrative:
Initial.

Event description:
It was reported that the user received an urgent low soon alert on a dexcom g7 while using the ilet bionic pancreas, with a lowest continuous glucose monitor (cgm) value of 61 mg/dl and a confirmatory fingerstick of 67 mg/dl, occurring after a usual dinner announcement followed by eating less than announced; the event followed a brief cgm high of 190 mg/dl and was associated with increased walking. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included recovery to target range without rebound hyperglycemia and no need for medical intervention or hospitalization. Investigation included review of synced device data and alarm history. Investigation of this case revealed user-related carbohydrate mismatch leading to excess insulin relative to intake, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error due to incorrect meal size entry.